Event description:
A customer reported that during surgery, several system messages were displayed. The surgery was halted and concluded the next day with a different system. No harm to the patient was reported.

Manufacturer narrative:
The company representative examined the system and confirmed the customer reported event. The company representative replaced host module and installed (B)(4) language to resolve the issue. The system was then tested and met all product specifications. The host module is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).